Event description:
Boston scientific received information that this right atrial lead had dislodged, and was replaced with a new lead. This lead will be returned. No adverse patient effects were reported following the revision procedure.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood/body fluid were noted throughout the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
- -